Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported per medwatch number mw5149366: "nesthesiologist was inserting an epidural catheter for patient. Anesthesiologist attempted placement and pulled the catheter back out. The blue catheter tip was not intact and the wires were frayed. Anesthesiologist notified the patient that she will need to have an MRI after delivery due to possible retained metal in her back. Patient is a 32 year-old, first pregnancy at 38 weeks, 6 days, with estimated date of delivery: (B)(6) 2023. Admitted overnight for labor. Now comfortable with epidural. Epidural was attempted twice; at first insertion the epidural tip was possibly retained in the patient. Allergic to sulfa"

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.